Event description:
Added bilateral stents to resolve type 1 endoleak. Superior end had slight type 1 endoleak. Physician chose to follow pt. High jacket retraction force noted. Unable to advance contra wire. Outcome was a successful implant.